Event description:
The customer reported that non-reproducible cardiac troponin (accutni) results were generated on an access 2 immunoassay system for two patient samples. This report represents one of the two patients. In this event, "no value" accutni results with indeterminate (ind) flags were generated on (B)(6) 2011 on an access 2 immunoassay system. Four consecutive "no value" accutni results with indeterminate (ind) flags were generated when the same patient sample was run on an access 2 immunoassay system. Repeat testing of the same patient sample on a different method produced a "negative" accutni result. The alternate method's result was regarded as valid, was accepted by the customer, and was reported out of the laboratory. Instrument analyte quality control results during the event timeframe met customer established specifications. Instrument system assessment results on the day of the event met established specifications. Data provided by the customer regarding the analyte calibration performed on the day prior to the event revealed that the s0 calibrator relative light units (rlu) recovery was high. The initial, indeterminate results were not reported out of the laboratory hence there was no death, serious injury or change to patient treatment associated or attributed to this event. The patient samples were collected in serum and plasma green-topped tubes, and were centrifuged prior to testing.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 regarding this event. The field service engineer (fse) replaced the wash pump, precision pump assemblies, as well as the rotors and stators on the wash and precision valves. The fse performed a high sensitivity system check which generated acceptable results. Although customer data shows elevated s0 rlus on a passing accutni calibration curve drove the recovery of the indeterminate results, the cause of the elevated s0 rlus has not been determined to date. Thus, a definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-02279, 2122870-2011-02321.